Event description:
It was reported that approx. 12 hours after insertion, blood was observed in helium tubing. A "check catheter" alarm was also experienced by the datascope pump. The iab was removed. A re-insertion was not required. There were no patient complications.